Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient randomly fell and fractured her femur around the hip stem. Surgeon removed the stem and implanted a long stem with a new head. It was unknown about surgical delay. Doi: (B)(6) 2014, dor: (B)(6) 2023, affected side: left hip. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (B)(4). The x-ray/ photo evidence review revealed that the left femur fracture, however the tri-lock bps sz 4 std offset presented no evidence of a device nonconformance or relation of the product with the reported adverse event. ¿the overall complaint was confirmed as the observed adverts event. There is no associated against a tri-lock bps sz 4 std offset malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient fell, fracturing her femur around the hip stem. Surgeon removed the stem and implanted a long stem with a new head. No surgical delay reported. Doi: (B)(6) 2014. Dor: (B)(6) 2023. Affected side: left hip.